Manufacturer narrative:
Concomitant products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Product ID: 97714, serial#: (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that the patient's ins was being replaced because she had noticed that it wasn¿t holding a charge like it used to and that it was taking longer for her to charge. After surgery the patient was asked the patient if she's had any falls or injuries since her last implant and she said no. The patient was scheduled for ins replacement today. When connecting the old leads to the new battery, impedances showed electrodes 6, 8, 9,10,11,12,13,14, and 15 as red ¿do not use¿. The rep had the surgeon disconnect the leads from the ins and wipe down the end of the lead that connects to the battery, after doing so they had the same results as before. I then had the surgeon flip flop the two leads (putting the 8-15 lead in the 0-7 slot in the ins), this too showed the same results but reversed (now 14, 0, 1,2,3,4,5,6,7). The surgeon decided to replace both leads. The old leads and battery were explanted and new leads and new ins were implanted. Connections and impedances were all good.

Manufacturer narrative:
A correction was made to update the most accurate analysis information and update fdc (d15). H3: analysis of product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type lead and product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type lead found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.